Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (load step malfunction) issue; the pump was priming the infusion set tubing during the load step. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2019 with the following findings: a review of the black box showed a loss of prime alarm with a zero force on the date of the reported load step malfunction. The rewind, load, and prime steps were performed successfully. The force sensor calibration test confirmed the force sensor was detecting the correct force. The pump was opened, and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release..